Event description:
Home pt (hp) contacted baxter's technical service center for assistance during apd therapy and reported a "check heater line" alarm. Reportedly, at time of call, hp indicated their legs are getting swollen due to no dialysis". Follow up with the hp indicated the hp completed therapy in 2002. However, the next day the hp requested their homechoice machine be swapped due to the heater panel not warming the solution. Due to this request, hp stated they did not complete therapy that evening as the hp did not have any manual dialysis supplies. Follow up with the hp's rn indicated, she was unaware of the missed treatment, however, there was no pt injury or medical intervention as a result of the reported injury or medical intervention as a result of the reported incident.